Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification during the load process stating to install a new unused cartridge. Reportedly, the customer had already installed a new cartridge. Troubleshooting with tandem technical support was performed. Cartridge was successfully loaded and insulin delivery was resumed. There was no impact to customer's blood glucose level.